Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 21x1 ll eclipse was damaged. This was discovered during use. The following information was provided by the initial reporter: my complaint is about the bd eclipse needle, because I have always used bd needles in my laboratory for 11 years, but I have found some with problems in the tip such as grooves or blunt tips, but it was the first time.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that needle 21x1 ll eclipse was damaged. This was discovered during use. The following information was provided by the initial reporter: my complaint is about the bd eclipse needle, because I have always used bd needles in my laboratory for 11 years, but I have found some with problems in the tip such as grooves or blunt tips, but it was the first time.